Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the pressure sensor mounted on the mainboard. Omsc surmised the following. -oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. -the foreign matter adhered to the mounting of the component and the wires inside the pressure-sensor had peeled off. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device will be returned to one of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device was not working during pre-checks for therapeutic procedure. The customer replaced the device to another device. The procedure was delayed and completed with difficulty. Then on february 15th, the customer reported the following additional information about this phenomenon; the device was powered on. There was error e03 in the error log. There was no report of patient injury associated with this event.